Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative regarding a patient with a trial external neurostimulator (ens) for urge incontinence patient reported that patient reported that she had a permanent implant prior to this and the replacement did not work. No further complications were noted or anticipated.